Manufacturer narrative:
The initial "date of this report" is (B)(6) 2019, not (B)(6) 2020 as initially reported. This report is submitted (B)(6) 2020.

Manufacturer narrative:
This report is submitted on february 4, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.